Event description:
Ous MDR - after an implantation time of about 83 months, oversensing with inappropriate shock deliveries was reported. The leads were explanted an returned to biotronik for analysis. Aside from the shock deliveries, no deterioration of the patient's state of health was reported.

Manufacturer narrative:
The setrox s lead showed marked explantation damage in the returned state. The lead was capped 7.5 cm distal of the is-1 connector pin. The is-1 connector pin had been torn off the adhesive connection at the connector and pulled out of the lead body, including the inner conductor coil. The pulled-out inner conductor coil was capped 23 cm distal of the is-1 connector pin. The tip electrode distal of the ring electrode was detached from the adhesive connection. The tip electrode, including the inner conductor coil, had been pulled out of the lead body for about 11 cm. The adhesive surface between the ring and the silicone insulation was present. Further analysis of the setrox s did not show any other damage or deviations from the technical specifications that could be related to the clinical complaint. Aside from the existing explantation damage at the lead, the analysis did not show any impairment of the electrical conductors. There were no indications of a material defect or manufacturing error for either the linox sd or the setrox s lead.